Event description:
As reported by the user facility: patient was hypotensive and had delayed intervention as writer had multiple interruptions from "air" alarms. Cumulative time spent was approx 2 hours. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication/fluids. Action(s) taken repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid rocuronium, ns, fentanyl. IV rate various rates. Other product problem unable to remove microscopic "champagne" bubbles.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.